Manufacturer narrative:
Currently the data is poor and the device has not been returned/ analysed. As soon as further data will be available a follow up report will be sent in to the agency.

Event description:
(B)(4). Obese female patient. Femoral block. Under ultrasound. Resident. The needle has a slight bend next to the hub. The resident pushed down very hard with the probe to be able to see the image. Image was occluded due to fat. The needle curved around the probe and caused a bend in the needle. When the doctor went to retrieve the needle, the needle was dislodged from the hub and stayed inside the patient. There was another procedure to remove the bent needle. The needle bent and broke off from the hub due to extreme ultrasound pressure.

Manufacturer narrative:
Based on risk management and clinical evaluation report this case is considered as closed. Attachment: [complaint report for (B)(4).pdf].

Event description:
Irn# (B)(4). Obese female patient. Femoral block. Under ultrasound. Resident. The needle has a slight bend next to the hub. The resident pushed down very hard with the probe to be able to see the image. Image was occluded due to fat. The needle curved around the probe and caused a bend in the needle. When the doctor went to retrieve the needle, the needle was dislodged from the hub and stayed inside the patient. There was another procedure to remove the bent needle. The needle bent and broke off from the hub due to extreme ultrasound pressure.